Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was submerged in water malfunction alarm occurred. Customer's blood glucose level was 190 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
B5: replace b5 statement

Event description:
It was reported that the pump was submerged in water and subsequently a malfunction alarm occurred. Customer's blood glucose level was 190 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.